Event description:
It was reported that customer had physical damage of insulin pump. Customer reports that display screen and reservoir had cracks and drive support cap was protruding. Customer states that insulin pump may have been dropped once or twice and customer sits on pump often. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 10 mmol/l. No further information provided.

Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, a cracked case near the display window corners and a loose and protruded drive support disk was noted during the visual inspection. The insulin pump was not received with the original battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.